Event description:
It was reported that after a scheduled insertable cardiac monitor (icm) device implant procedure the patient developed rapid swelling at the implant site. The patient presented to the emergency room (ER). The patient remained stable after observation and was discharged. The patient was prescribed an oral medication. The patient was instructed to return for a wound check the following day. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted with a correction to the patient codes table in report section h6 and f10.

Event description:
It was reported that after a scheduled insertable cardiac monitor (icm) device implant procedure the patient developed rapid swelling at the implant site. The patient presented to the emergency room (ER). The patient remained stable after observation and was discharged. The patient was prescribed an oral medication. The patient was instructed to return for a wound check the following day. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that after a scheduled insertable cardiac monitor (icm) device implant procedure the patient developed rapid swelling at the implant site. The patient presented to the emergency room. The patient remained stable after observation and was discharged. The patient was prescribed an oral medication. The patient was instructed to return for a wound check the following day. Additional information provided this icm was explanted after normal battery depletion. The icm has been returned and analysis performed. No additional adverse patient effects were reported.